Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device without any patient complications reported. The patient status was in good condition.